Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the stuck button alarm. Customer¿s blood glucose was 145 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded electronics assembly. Unable to verify unresponsive keypad due to blank display. Motor and force sensor was also corroded. Unable to perform displacement test and self test due to blank display.